Event description:
It was reported that during an unknown procedure the following occurred: ace36e: the activation button does not work properly before while performing on a patient. Ecr60d, ecr60g: the cartridges were not fired properly, and the staple formation were malformed without body problem. Eps03: white things are coming out from the end of the tip and the bovie tip does not work properly. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur? Which echelon device were the cartridges being used with? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, or firing)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?

Manufacturer narrative:
(B)(4): device not returned. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batch.

Manufacturer narrative:
(B)(4) = incomplete-interrupted cycle. The analysis results showed that one reload was received partially fired. The cartridge reload partially fired is consistent with an incomplete or interrupted cycle. The returned reload was reset and loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No malformed staples were noted during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.